Event description:
Same case as: 2134265-2013-09113 and 2134265-2013-09114. It was reported that automatic pullback failure occurred. The 90% stenosed lesion is located in the severely calcified and mildly tortuous proximal left anterior descending artery. During the procedure, it was noted that the motor drive unit (mdu) was unable to perform its automatic pullback function. The mdu was not lit but the sled was recognized. The procedure was completed with manual pullback. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received with a damage trigger boot. The unit does not meet specifications of its functional test. The problem could be reproduced as indicated in the original complaint. The root cause of the failure is a defective mcu pb board. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
Same case as: 2134265-2013-09113 and 2134265-2013-09114. It was reported that automatic pullback failure occurred. The 90% stenosed lesion is located in the severely calcified and mildly tortuous proximal left anterior descending artery. During the procedure, it was noted that the motor drive unit (mdu) was unable to perform its automatic pullback function. The mdu was not lit but the sled was recognized. The procedure was completed with manual pullback. No patient complications were reported and the patient's condition is good.